Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, coronary artery disease, diabetes, chronic kidney disease. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "impact of pulmonary disease on clinical outcomes in patients undergoing mitral valve edge-to-edge repair" was reviewed. The article presented a prospective multi center study, to evaluate the impact of pd on clinical outcomes following mitral transcatheter edge-to-edge repair (m-teer). Devices mentioned include mitraclip. The article concluded that the intermediate-term prognosis after m-teer was comparable between patients with and without pd. In patients with pd, mr was effectively reduced through minimally invasive m-teer. However, appropriate management of tr after mteer may be required to improve outcomes in this population. [The primary author and corresponding author was kentaro hayashida at keio university school of medicine institution with corresponding email khayashidamd@gmail.com]. The time frame of the study was april 2018 to june 2023. A total of 3666 patients were included in this study, of which 3666 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, coronary artery disease, diabetes, chronic kidney disease. (B)(6), unk mitraclip peri- and post-procedural complications included death, heart failure, prolonged hospitalization.